Event description:
The customer alleges that the balloon pierced during use on a patient. Surgical procedure - wisdom tooth extraction. No clinical consequences for the patient.

Manufacturer narrative:
Qn# (B)(4). The device sample was returned for evaluation. Visual inspection was conducted and no obvious defect was observed. Functional testing with a calibrated endometer showed pressure drop which quickly deflated the cuff. The device was inflated using a syringe and soaked with water. Bubbles were observed coming out of the device. The device was visually inspected by using magnification and it was observed that the sample was seriously scratched on the cuff of the device. From the appearance of the scratch marks on the leaking cuff, it was most likely due to error intubation method. The device history record was reviewed and no issues that could have contributed to the reported failure were noted. All processes were executed according to the standard operation method. Based on the investigation, the complaint of air leak for nasal tracheal tube could not be confirmed. The cuff leakage was triggered after intubation and no abnormality found during inspection. Thus, the scratch mark most likely generated due to user intubation method.